Event description:
It was reported that prior to use, there was allegedly foreign matter inside of the syringe.

Manufacturer narrative:
Received sample in opened packaged. The reported event was confirmed. Evaluation found foreign material inside of the syringe. The origin of the foreign material contribute from a process at the supplier site. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "to deflate balloon and remove catheter, insert a luer tip (needleless) syringe in the inflation valve to allow the water drain spontaneously. After balloon deflation, withdraw the catheter while confirming that no resistance is encountered." (B)(4).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that prior to use, there was allegedly foreign matter inside of the syringe.

Manufacturer narrative:
Received sample in opened packaged. The reported event was confirmed. Evaluation found foreign material inside of the syringe. The origin of the foreign material contribute from a process at the supplier site. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "to deflate balloon and remove catheter, insert a luer tip (needleless) syringe in the inflation valve to allow the water drain spontaneously. After balloon deflation, withdraw the catheter while confirming that no resistance is encountered." (B)(4).

Event description:
It was reported that prior to use, there was allegedly foreign matter inside of the syringe.